Event description:
It was reported that; pt is experiencing some pain in right hip. Pt also states that he has to lean sideways when driving. Pt has a pending appointment to have blood work and x-rays done on (B)(6) 2012 at the hospital where he had the surgery. Pt has also had a left hip implanted at the same time as the right hip, but left hip is currently asymptomatic.

Manufacturer narrative:
The customer and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event considered to be under the scope of this recall.